Event description:
Related manufacturer reference number: 2017865-2022-09513. Related manufacturer reference number: 2017865-2022-09514. It was reported that the patient presented in clinic for follow up. The pacemaker showed loss of capture. The right ventricular (rv) and right atrial (ra) leads showed loss of capture and high capture threshold. X ray fluoroscopy confirmed both the ra and rv leads were dislodged. The pacemaker, rv, and ra leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Visual inspection found no anomaly in the headers that could contribute to the field complaint. Electrical and mechanical analysis performed, including capture test under nominal settings indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.